Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. A specific cause for the report of bacteremia and sepsis could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, localized infection, sepsis, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. A, contains several sections with information about how to prevent and control infection. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the intraparenchymal hemorrhage was due to critically ill-bacteremia. It was also said that the stroke was thought to be related to changes to patient condition or anticoagulation status. The patient was said to have been suffering from ongoing complications of sepsis-liver failure. It was also said that the patient "stopped moving/ following commands". Death was said not to have been considered device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to intraparenchymal hemorrhage. It was said the device functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.